Event description:
On (B)(6) 2011, the lay-user/patient contacted lifescan from the (B)(6) alleging a test strip issue with some one touch verio test strips. The patient alleged that an unspecified error message had occurred upon the insertion of 15 test strips into a one touch veriopro meter. However, the alleged issue was reportedly resolved when the patient tried a new package of test strips. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The test strips were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the meter had a test strip issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Lot # is 3202762, serial # (B)(4) refers to the one touch verio pro meter, 510 (k) # is k093745.